Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (30 mg/ml at 15 mg/day) via an implanted pump. It was reported that the patient experienced withdrawal symptoms in the february time frame. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The patient was taken to surgery. When the hcp opened the patient¿s back, there was a break in the catheter at the anchor site. The hcp did not remove the portion of the spinal segment that was intrathecal. Instead, he added a new intrathecal segment (29.5 cm) and connected it back to the portion of the spinal segment that was still implanted. The new segment of the catheter was primed and the dose per day was dropped to 1.44 mg/day. The ptm (personal therapy manager) programming was left at 0.2 mg up to four times per day. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-may-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.